Event description:
It was reported that the centrimag console screen would not turn on after it was powered on. When powered on, the screen remained black. It was alarming the same alarm prompted when needing to select r or l but the centrimag console screen could not be seen. The site hit the button that would have selected r if the centrimag console screen was working, and it allowed them to enter operation. The centrimag console monitor showed the usual screen and the site was able to then increase the revolutions per minute (rpms) and generated flow but the centrimag console screen remained black. The site took the centrimag console out of service.

Manufacturer narrative:
Section a: there was no patient involvement no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.